Manufacturer narrative:
The customer did not report a malfunction of a da vinci system, instrument, or accessory. Therefore, no products are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.

Event description:
It was reported that during an ion endobronchial lung procedure, there was an unspecified clinical emergency with the patient (unrelated to the ion system, according to the customer); therefore, the ion controller had to be moved quickly away from the patient. The patient was taking eliquis, which was held 48 hours prior to the procedure. The lesion was 1cm in size located in the right lobe 1 cm from the pleura. The physician reported that there was bleeding but explained that it was a normal complication of a lung biopsy. The bleeding was at the site of the biopsy and stopped immediately after the implementation of cold saline and suctioning and the procedure was completed. The amount approximate of blood loss was 60 ml; therefore, a transfusion was not required. The biopsied confirmed a diagnosis of malignancy. The patient did not require hospitalization and was discharged home in stable condition.